Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding wear, abnormal ion level and corrosion involving an accolade stem was reported. The abnormal ion level was not confirmed but wear and corrosion was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: patient history : the patient is a female. She had a primary total hip arthroplasty with stryker components on (B)(6)2011. The patient had 3 previous reported closed reductions due to dislocations and these were captured under pi's. Revision surgery took place on (B)(6)2020 due to reported hip instability caused by shell malposition and excessive levels of chromium and cobalt in her blood whereby the lfit anatomic cocr v40 femoral head and accolade stem were revised along with shell and screws. Medical records were provided for review. Clinician review: a review of the provided medical records by a clinical consultant indicated: event ID: 2676022 event date: (B)(6)2020 (opened (B)(6)2021) event description: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6)2011 and was revised on (B)(6)2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Implants involved: v40 cocr lfit head 36mm/+5mm, accolade plus tmzf stem #3. Anatomic site: left hip materials reviewed: (B)(6)2020: stryker pi report. (B)(6)2011: implant log. Accolade tmzf v40 1270 #3, 6.5mm torx screw 30mm and 25mm, trident x3 100 polyethylene 36mm ID x3, 36mm +5mm v40 lfit anatomic head, tritanium hemispherical cluster shell 54mm-e. (B)(6)2020: operative note. Revision tha. Preop-pvns, failure with recurrent dislocation. Post-op pvns, recurrent dislocation and trunnionosis and alval. Implants biomet arcos sts stem 18x150, b60 body, g7 58mm multi-hole shell, 4 screws, g liner, dual mobility liner 46od, 28mm+3mm head ceramic. Pt had right tha in 2011, did well until 2019. Had first dislocation (B)(6)2019 then 2 subsequent dislocations. Had hp aspiration and infection work up all negative. Planed revision. Metal-stained fluid in joint. Hip was unstable in flexion and ir. Head removed, significant metal corrosion and metallosis in trunnion, had visible damage. Some osteolysis proximally. Stem was stable but decision to remove due to ¿defects¿ and to position better for stability and mobile bearing. Frozens negative. Metal staining of tissue throughout. Stem out and modular placed. Cup out to provide more anteversion. New cup 58mm placed. Dual mobility liner. Good stability and rom. Routine closure. Confirmation: a revision surgery was performed for hip instability. Intraoperatively, trunnion corrosion was found. Increased metal levels, device recall, and/or injuries could not be confirmed without additional medical records. Root cause: root cause of the revision was hip instability. The implant position was not felt ideal intraoperatively which would be a primary cause for instability. Abductor and other soft tissue injuries that could lead to hip instability and which would be associated with corrosion products were not documented. Increased metal levels were not established, but if present would be associated with the trunnion corrosion. Records were not provided to establish injuries outside of the revision surgery and history of dislocation. The finding of trunnion corrosion would be associated with an lfit-accolade tmzf problem, consultation & discussion: no further consultation or discussion is required. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6)2011 and was revised on (B)(6)2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. (B)(6) 2021 , event description updated based on med review " metal-stained fluid in joint. Hip was unstable in flexion and ir. Head removed, significant metal corrosion and metallosis in trunnion, had visible damage. Some osteolysis proximally. Stem was stable but decision to remove due to ¿defects¿ and to position better for stability and mobile bearing. {....} metal staining of tissue throughout. Stem out and modular placed. Cup out to provide more anteversion. New cup 58mm placed. Dual mobility liner. Good stability and rom.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event an event regarding abnormal ion level and corrosion involving an accolade stem was reported. The abnormal ion level was not confirmed but corrosion was confirmed by medical review method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision surgery was performed for hip instability. Intraoperatively, trunnion corrosion was found. Increased metal levels, device recall, and/or injuries could not be confirmed without additional medical records. Root cause: root cause of the revision was hip instability. The implant position was not felt ideal intraoperatively which would be a primary cause for instability. Abductor and other soft tissue injuries that could lead to hip instability and which would be associated with corrosion products were not documented. Increased metal levels were not established, but if present would be associated with the trunnion corrosion. Records were not provided to establish injuries outside of the revision surgery and history of dislocation. The finding of trunnion corrosion would be associated with an lfit-accolade tmzf problem, but recall was not established. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.